Event description:
On (B)(6) 2012, a vns patient reported that she has been experiencing constant pain to the back of her neck since vns implant surgery on (B)(6) 2012. The patient stated that the pain was so severe the night before that she could not sleep and could not wear her CPAP mask because the strap increased the pain. The patient felt that the pain was a 7 on a scale from 1 to 10 but that the pain has decreased after taking 600mg of ibuprofen 30 minutes ago. The patient also reported that there is a burn like marking on the left side of her neck but no redness, swelling, or abnormal drainage. The patient stated that she has called the neurologist and surgeon but has not received a call back. Prior to being implanted with vns, the patient was cleared by her cardiologist. Good faith attempts for further information from the physician were made but no additional information was received.